Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from october 12, 2020 - october 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The user facility submitted medwatch mw5099876 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the left side crimp. This was observed after the administration was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.